Manufacturer narrative:
Manufacturer's investigation conclusion review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. A specific cause for the reported cosmetic damage could not be conclusively determined through this evaluation. The submitted log file captured a continuous string of driveline faults in phase 3 throughout the event history. The alarm did not affect the controller¿s ability to operate the pump at the set speed. No other atypical events were captured. The patient and his wife have opted not to proceed with pump exchange. The patient was seen in clinic due to cosmetic damage but wished not to have a pump exchange. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The implant kit was also shipped with heartmate ii lvas instructions for use (IFU) section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The relevant sections of the device history records for vad-20483 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in the clinic on (B)(6) 2022 due to cosmetic driveline damage and having received additional log files. A review of the log files revealed multiple strings of driveline fault alarms as mentioned during the 2.5 day length of the log file on (B)(6) 2022 at 06:22 and (B)(6) 2022 at 13:16. There were no other unusual events seen within the log file. The patient had known driveline fault alarms beginning on (B)(6) 2022 according to log files sent on (B)(6) 2022. There was not enough room for a second driveline repair because a full-length driveline repair was performed on (B)(6) 2020. The patient had been on an ungrounded cable since the repair. It was recommended that the driveline was wrapped with rescue tape.

Manufacturer narrative:
MFR# 2916596-2022-12288 covers the driveline fault alarms starting on (B)(6) 2022. MFR# 2916596-2020-02932 covers the driveline repair performed on (B)(6) 2020. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.